Manufacturer narrative:
(B)(4). Physio-control was made aware by the customer that the device was later able to power on but displayed a low battery indication. The installed battery in the device had a lot code of 1427 and expiration date of (B)(6) 2019. The device has not been returned to physio-control. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported issue.